Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.